Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. The physician suspected the atrial lead was not functioning properly. Upon examination, the atrial lead was found with loss of capture and low and sporadic sensing. An x-ray imaging showed the lead was hanging down. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition.